Event description:
It was observed that during the device evaluation, the uretero reno videoscope exhibited a black liquid flowing out. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the black liquid flowing out, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.